Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kink cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer reported that his blood glucose reached 18.7 mmol/l [337 mg/dl] and that the cannula was kinked.